Manufacturer narrative:
Insulin pump alarmed prime during the prime test at 4.0 lbs due to faulty force sensor. Insulin pump received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube and cracked battery tube threads.

Event description:
Customer's mother reported receiving an alarm for a loose drive support cap on the customer's insulin pump. She stated that the insulin pump had not been dropped or bumped prior to this alarm and that the drive support cap appeared to be normal and recessed. She stated that this cap had not been pressed on. The blood glucose reading was 234 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.